Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the the abutment site. Subsequently, the patient underwent a procedure (date not reported), to excise the excess skin, the site was cauterized and the patient was treated with antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4): the implanted device remains.